Event description:
It was reported that the atrial lead exhibited oversensing and/or noise per noted stored atrial tachycardia (at)/atrial fibrillation (af) episode. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: product ID: p1501dr, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2015-(B)(6). (B)(4).